Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, two elastic nail titanium inserters were found broken in the instrument box. They were found in a broken instrument bucket that the hospital has. There was no patient involvement. This report is for one (1) inserter for ti elastic nails. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device history record (DHR) review: part: 359.219; lot: 9559975; manufacturing site: haegendorf; release to warehouse date: july 14, 2015. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: flow: visual (appearance not as expected) and device interaction/functional. Visual inspection: the inserter ¿ for titanium elastic nail (part # 359.219, lot # 9559975, mfg # 14-jul-2015) was inspected at us customer quality (cq). Upon visual inspection, it was observed that the handle had several impact marks. Rust was observed on the distal threads (approximately 20 threads). The inserter shows signs of minimal wear and no other issues have been identified. The reported condition was not able to be confirmed but the overall complaint condition is confirmed as the inserter was not functioning properly and had rust on it. Functional test: the functional test was able to be performed at us cq and the coupling mechanism of the inserter was tested and was found to be non-functional (the teeth and coupling head was stuck). Dimensional inspection: dimensional inspection performed at the threaded portion of the inserter, the diameter measured was 13.94 mm (ca592) that falls within the specification of 13.794 mm to 13.974 mm per device drawing and per tolerance specified in iso 724 (second edition,1993-10-15). Document/specification review: the device drawings for " inserter ¿ for titanium elastic nail" and "shaft" were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the overall complaint condition is confirmed. While no definitive root cause could be determined, it is possible that the rust might have formed on the device due to the exposure of liquids during the decontamination process. With respect to stuck malfunction, no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.